Event description:
The handle of the trap system broke off of the biopsy shaft during a bone marrow biopsy. The shaft of the biopsy needle stuck in the patient's femur. This was removed and the patient was not harmed.